Event description:
Patient was undergoing MRI scanning of lt. Knee for pain. Patient had rt. Knee replacement done on 7/14/92. During scan, patient stated knee was getting very hot. Patient was removed from scanner and heat subsided, but her knee did feel hot at first when she was taken out of scanner. Patient was crying when she came out of scanner, but she felt fine after a short while.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was not destroyed/disposed of.